Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a090402 captures the reportable event of energy generating problem. Block h11: the returned captivator ii snare was analyzed, and the device was returned and visually inspected, with no visible damage found. Electrical testing was performed, and the device was within specification and showed proper continuity. Finally, the device was tested with the erbe (bsc0077509), and the erbe had no issues supplying energy to the snare. No other problems with the device were noted. The reported event of energy generating problem was not confirmed. Upon analysis, the device showed no visible damage. It underwent continuity and electrical testing and was found to be within specification. The device was also tested with the erbe (bsc0077509), which had no issues supplying energy to the snare. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii was used in the colon during an endoscopic colorectal polyp resection procedure performed on (B)(6) 2025. During the procedure, an energization was unable to perform. The procedure was completed with another captivator ii. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii was used in the colon during an endoscopic colorectal polyp resection procedure performed on (B)(6) 2025. During the procedure, an energization was unable to perform. The procedure was completed with another captivator ii. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a090402 captures the reportable event of energy generating problem.